Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Pump passed the displacement test. Pump error 63, variable 3, alarmed during self test and was confirmed in pump history file due to cold solder joint at the keypad assembly. Pump received with cracked case behind the pump near the battery compartment, cracked battery tube threads, cracked lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer¿s father reported via phone call that the insulin pump received several pump error alarms. The customer's blood glucose was 6.5 mmol/l. He also mentioned that there was a crack that ran down the battery compartment and that the pump had not been bumped or dropped. The insulin pump will not be returned for analysis.